Manufacturer narrative:
No sample received for eval and investigation. Without the actual product or a lot number, a complete analysis cannot be conducted. No additional info has been provided. The device history record and lot history cannot be reviewed. No determination can be made for the condition reported at this time. If additional info or the sample becomes available in the future, we will reopen this complaint.

Event description:
The pharmacist stated that the pump delivered all of the 400mls in a short amount of time and the pt became very numb but no other issues had been discovered regarding the pt's health and the pump was then thrown away. Date of event: unk.